Event description:
A customer reported that their pump battery was not charging. There was no information available regarding the impact on the customer's blood glucose level. Following the report, it was noted that the pump started functioning and charging correctly without any battery alarms. The device is scheduled to be returned, and a replacement pump has been issued.